Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-12-16 investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received five units. During the visual examination it was observed that black tape was present across the top web of the units and between the seal, preventing the seal from forming. Your reported defect was confirmed. The black tape was identified as splice tape which is used when testing the vision system or realigning/splicing new rolls of top web. Sensors are used during the manufacturing process to detect the black tape and stop printing. It is the operator¿s responsibility to ensure that the unit is then rejected. The presence of black tape indicates that the defect is related to operator/ manufacturing error. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging was found opened, compromising the sterility. The following information was provided by the initial reporter, translated from spanish to english: "open packaging so the catheter loses sterility"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter packaging was found opened, compromising the sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: "open packaging so the catheter loses sterility".